Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, the device was tested prior to the procedure, and it was observed to extend and retract properly. However, during the procedure, the physician made encountered resistance during attempts to close the snare loop inside the patient. The handle was unable to be pulled due to the resistance met, causing the proximal part of the sheath to twist. During some of the attempts, the snare loop would resist at the beginning, and then suddenly close. The device was removed from the patient and tested again, but it was able to close and open without any issue. The physician suspected that the snare may have failed to retract because a certain portion of the pull wire was kinked, and the snare retracted suddenly when that kinked portion was straightened/returned to its normal condition. However, the physician was not able to see whether the pull wire actually kinked. The procedure was completed using another captivator small oval snare. It was reported that the endoscope was not in a tortuous position, and the target polyp was of normal size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of snare loop unintentionally closing. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.